Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed rewind, seating, basic occlusion, self test and force sensor test. However, unable to displacement test, occlusion test or verify pump error due to missing retainer and reservoir tube lip o-ring. The motor was found with corroded motor home switch per visual inspection. The insulin pump was received with cracked case on the back at the battery tube area. Unit received with fading serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error in the motor detected by reading unexpected value from hall sensor error alarm. Customer¿s blood glucose level was 145 mg/dl. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer advised the issue recurred and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.